Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 23 mg/dl. The customer stated that she was told to charge her pump for 8 hours and call back for a functional check. The customer was advised to check the connection bridge on the transmitter for damage. The customer stated that there was no damage. The customer was advised to connect the test plug and watch for the green led to blink several times on the transmitter. The customer stated that the led did not blink on and off for ten seconds. The customer wanted to have the transmitter tested.